Event description:
It was reported that during a da vinci s prostatectomy procedure the wire on the 8mm prograsp forceps instrument was noted to be broken. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported complaint of broken wire. Visual inspection showed no damage to the drive cables at the distal end. The grips were able to open/close fine when input discs were manually rotated. Engineering found various scratch marks on the main tube with light material removal at the distal end. The scratches were .085 - .225 in length and not aligned with the tube axis. Engineering concluded that the main tube damage was likely due to mishandling. The reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.